Event description:
The patient contacted animas on (B)(6) 2012 stating that all the keypad buttons had a delayed response. The patient noted that the bottom arrow keypad button had a tear and indicated that the tactile issues had occurred first. The patient denied any evidence of moisture in the pump. The patient reportedly wore the pump outside a garment and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): on examination, the keypad was noted to be torn from the down arrow button to the ok button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, all the keypad buttons were normally responsive. The keypad cover was removed for investigation and revealed no evidence of contamination. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.